Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed out the supplies prior to calling into tandem technical support, therefore, no troubleshooting was able to be performed. Customer's blood glucose level was 130 mg/dl.